Manufacturer narrative:
(B)(4).

Event description:
It was reported that when reviewing a patient's merlin.net device transmission the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Review of stored electrograms confirmed the presence of oversensing. Programming changes were made. The patient was not symptomatic.